Event description:
It was reported in the journal of urology, vol. 167, 250 january 2002, page 250 that a patient presented at 3 weeks following a sling procedure, with inability to void in a sitting position, urgency often combined with incontinence and a high void frequency. On a videourodynamic pressure flow study new onset of detrusor instability was noted with reduced functional bladder capacity to 145ml and grade vi bladder outlet obstruction with a maximal detrusor voiding pressure of 150cm. H2o. Urethral pressure profile revealed to 121cm. H2o. Cystoscopically the urethral mucosa was intact at that time. To correct the bladder outlet obstruction an incision of the sling under the urethra was planned. Intraoperatively, transmural migration of the polypropylene sling into the urethra, which had occurred within the last 7 days before the revision procedure. Endoscopic removal of the sling was impossible due to extensive fibroids and friction, which made open urethrotomy at the 6 o'clock position necessary followed by resection of the polypropylene sling and urethral reconstruction. Voiding cystography 3 weeks post operatively revealed no fistula and on uroflometry maximum flow was 13 ml. Per second and 40 ml. Residual urine. The patient is continent and the urgency has diminished.